Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for separation with the incident lot was observed, however the reason for the device separation could not be established from the photo. Additionally, 5 retention samples from bd inventory were evaluated by functional testing and the issue of separation was not observed as all products met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the non patient end of needle disengaged from device. There was no report of patient impact. The following information was provided by the initial reporter: collector inserted the eclipse signal in the patients arm. Once she proceeded to advance a sst tube on the non patient end of the needle, located inside the holder, the device fell apart.